Manufacturer narrative:
The "model #", "serial #", and "date of manufacture" have not been provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received letter from attorney stating a jet scooter was plugged into charge and consumer was in (B)(6) when the scooter caught fire and caused property damage.

Manufacturer narrative:
The device was returned and evaluated. The evaluation was concluded as a thermal event of unknown origin.

Event description:
Received letter from attorney stating a jet scooter was plugged into charge and consumer was in (B)(6) when the scooter caught fire and caused property damage.